Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the initial power up issue was not confirmed on the device. There were no repairs made to the device. Additional findings not related to the malfunction/issue was the device failing the real time clock drift on the device. A clock setup and run-in were completed on the device.